Event description:
The distributor reported on behalf of their customer that the 139104extnsb, ultrcln 1"blde ext in n/s bulk, was being used during an unknown procedure on an unknown date when it was reported, ¿tip from cautery came apart.¿ there was no report of medical intervention or hospitalization for the patient. Further assessment questioning found that the device was in use when the protected tip from the cautery came apart and was found in the abdominal cavity. The reporter states that the facility reported all components were retrieved from the patient. The reporter stated that the facility was unable to give them any additional information. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Received one 139104extnsb in unoriginal packaging. Lot number was verified. Performed a visual inspection, the blue insulation was disassembled from the electrode blade. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 139104extnsb, ultrcln 1"blde ext in n/s bulk, was being used during an unknown procedure on an unknown date when it was reported, ¿tip from cautery came apart.¿ there was no report of medical intervention or hospitalization for the patient. Further assessment questioning found that the device was in use when the protected tip from the cautery came apart and was found in the abdominal cavity. The reporter states that the facility reported all components were retrieved from the patient. The reporter stated that the facility was unable to give them any additional information. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.